Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the winged luer cap of a large volume folfusor during filling. The pump was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between (B)(4). The device was received for evaluation. Visual inspection on the unit via the naked eye noted evidence of leak/backflow at the fillport when the fillport cap was removed. Further examination on the unit revealed the direct cause of the leak/backflow condition was due to a white particle approximately 1.75 mm in length lodged under the check band. The white particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was verified. The cause of the reported condition was due to a white particle lodged under the check band. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.